Event description:
A hemodialysis inpatient user facility has reported that on (B)(6) 2014 a patient was undergoing dialysis treatment in the hospital, approximately two minutes into her treatment patient became short of breath. The dialysis treatment was stopped immediately and the blood was returned. The patient did not require any further treatment after the dialysis was halted. The following day the patient was dialyzed with a different dialyzer and did not experience any reactions. The patient was discharged from the hospital and returned to the dialysis clinic and had subsequent treatments without difficulty.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.